Event description:
During knee surgery, there was a 60-minute delay to the case. Set cut output had decreased to "1" with a tone, when out-power was changed. This occurred when the chisel probe was connected. The initial setting decreased to "1". There were no problems with the coag settings.